Manufacturer narrative:
The customer did not return the suspected product. The device history record was reviewed for the suspected contour next one meter (serial # (B)(4)), which showed no manufacturing anomalies. The device manufacture date in the initial report was captured as 25-sep-2017. The correct device manufacture date for contour next one meter, serial # (B)(4) is 14-dec-2017. Device manufacture date has been updated with the correct information.

Event description:
The customer stated that his blood glucose readings from (B)(6) 2019 were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.